Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a ¿scan again in 10 minutes¿ error message on the same day of applying the freestyle libre 2 sensor. As a result, the customer was unable to obtain sensor scans and experienced symptoms of cramps, and was unable to self-treat. The customer received unspecified third-party treatment at home and then had contact with a healthcare provider who measured the customer¿s blood glucose and diagnosed the customer with hyperglycemia. No further information was reported. There was no report of death or permanent injury associated with this event.